Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false bradycardia and pause episodes due to intermittent undersensing were observed. The patient was in stable condition and device reprogramming was recommended.